Event description:
A hospital in (B)(6) reported via a distributor that the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was loose at the swivel wye and was causing leaks and disconnections. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore our investigation is based on the information provided by the customer, previous similar complaints and our knowledge of the product. Results: the customer reported that the inspiratory and expiratory limbs are loose at the swivel wye connection and are causing leaks and disconnections. No further information was provided by the hospital. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected and the dimensions of the swivel would have been checked against the specification. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported via a distributor that the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was loose at the swivel wye and was causing leaks and disconnections. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of gathering further information from the customer regarding the reported event. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.